Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(4). Product type recharger product ID 97745, serial# unknown. Product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (B)(6) revealed the recharge antenna failed with a "no device found" message. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was caller stated the paddle, cord, and relay box on the recharger have been getting burning hot since yesterday. Caller stated it felt like it was starting to burn their skin, but they were able to take the equipment off before it left any marks. An email was sent to the repair department to replace the device. Caller noted their implant is located in their chest. Pt also stated for a couple months now they've been getting an error code saying that the controller wasn't working and the battery needed to be replaced. Caller stated the message would come up when they were plugging the controller into the ac power supply and would come up repeatedly until caller took the battery out to reset the controller. Caller stated once they reset the battery the message wouldn't come back up for a month or two. Caller stated it hasn't come up again for a couple months now since they last reset the battery. Troubleshooting was unable to be performed as the iss ue was resolved at the time of the call. Agent recommended caller write down or photograph the error message if it comes up again and call back for troubleshooting.